Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime issue. The reporter stated that recurrent loss of prime events had been occurring. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: there was no evidence of loss of prime warnings found in the device's black box. The pump was exercised for 24 hours with no loss of prime issues occuring. The force sensor was found to be out of calibration. The force sensor resistance was checked and was within specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.